Manufacturer narrative:
He issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Data review: imc logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #(B)(4)) several times. Device analysis: the console was tested after arriving in fs. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer - see attached image). Before returning this console back to the customer, fs was instructed to replace the purge flag, retainer (hairline crack observed ¿ unrelated to failure mode), and perform a full functional check on the console and optical system (B)(4).

Event description:
The us complainant had an aic (automated impella controller) with a purge disc failure. The team replaced the aic. Reportable due to purge disc failure and the potential relationship between the impella and cause of death.